Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the system was explanted due to infection. Further information is not available yet. Related manufacturer reference number: 2938836-2019-03499, related manufacturer reference number: 2938836-2019-03500.